Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7070676.

Event description:
It was reported that patient experienced loss of pain relief due to lead migration as confirmed via x-ray. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the facility.